Manufacturer narrative:
Returned device was received with a kink mark is observed in 3 lumen tube. During the evaluation of the device no occlusion was detected in the part, the water pass through the tube. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress. Only the month (june) and year (2020) of event date are known. (B)(6).

Event description:
It was reported that fluid was unable to pass through the level 1 hotline disposable. No patient injury or complications were reported in relation to this event.